Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info has been requested, but not yet received. Associated MDR: 1018233-2013-00945.

Manufacturer narrative:
(B)(4). Brand name: avaulta anterior biosynthetic support system. Catalog # 486010. (B)(6).